Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump belt clip broke at the hinge. Reportedly, when the clip fell, the infusion set cannula was pulled out from the infusion site. Customer was able to place a new site immediately. There was no impact to the customer's blood glucose levels.